Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was diagnosed with type ii neurofibromatosis in 2021, following scoliosis surgery. In (B)(6) 2021, the tumor on the concerned right side was removed, resulting in total deafness in the right ear. In (B)(6) 2022, the tumor on the contralateral left side was removed, and two months after surgery, the patient developed sepsis, meningitis, and an abscess.

Manufacturer narrative:
Conclusion: in situ measurements show the device working within specification. This goes in line with the recipient report of sepsis, meningitis and an abscess 2 months after contralateral tumor removal in the setting of neurofibromatosis type 2 (nf2), which was 2 months after cochlear implantation on the right side. The location of the abscess is unknown to us, but it is likely at the contralateral side where the tumor removal surgery was performed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. Considering the timely appearance of the infection, and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the reported infection was most likely due to inoculation of bacteria at the surgical site on the contralateral side. Moreover, there are no allegations against the device. Lack of benefit with the device is reported since implantation, which is likely of unrelated medical origin due to the recipient's retrocochlear pathology. Further there are reports of "shock" and non-auditory stimulation, and 2 extracochlear electrodes which were deactivated. In addition electrodes 1-4 were disabled as they did not provide to any loudness sensation. Moreover, with the limited information received, the mentioned facial paralysis is likely related to the nf2 or the tumor removal surgery. This is a final report.

Event description:
The user was diagnosed with type ii neurofibromatosis in 2021, following scoliosis surgery. In (B)(6) 2021, the tumor on the concerned right side was removed, resulting in total deafness in the right ear. Cochlear implant surgery on the concerned right ear was performed on (B)(6) 2022. In (B)(6) 2022, the tumor on the contralateral left side was removed, and two months after surgery, the patient developed sepsis, meningitis, and an abscess. The user's hearing performance with the device is affected. Since activation the user reported no loudness perception or low loudness perception only, depending on the programming.